Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, g6, h2, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-aug-2022 to 26- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system randomly shuts down due to intermittent power failure. The technical support specialist analyzed the station med app logs and found that the issue was related to power failure, so assigned further to a field service engineer. The field service engineer rebooted the station and was unable to reproduce the issue. The system functioned as intended after troubleshooted by the field service engineer and assessed by the technical support specialist.

Event description:
It was reported by the customer that pyxis anesthesia es system was unexpectedly shutting down and required restart during mid-transaction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system was randomly shutsdown due to intermittent power failure. A technical support specialist analyzed station med app logs and traced error that related to power failure, so assigned further to a service engineer. A field service engineer rebooted the station and unable to reproduce the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system device unexpectedly shutting down and requires restart during mid-transaction. The customer stated that this malfunction happened while user remove required medications, but no other information was released. There were no adverse events or injuries reported based on this incident.